Event description:
It was reported that the lens decentered and could not be recentered due to posterior capsule defect. The lens was explanted from the patient's left eye approximately 14 weeks post-op and an anterior chamber lens was implanted successfully. The surgeon indicated that the original procedure was complicated due to retained lens material and broken capsule requiring anterior vitrectomy. According to the surgeon, broken posterior capsule was the likely cause of the event. The surgeon anticipates an improvement in the patient's vision. Reference MDR# 1119279-2014-00292 for the delivery device used during the procedure.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.